Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet shortly after a recent high blood glucose, during the initial adaptation period of therapy, with the lowest fingerstick reading of 67 mg/dl and subsequent recovery to 107 mg/dl after oral carbohydrate intake; the device alerted for the excursion, and no alarms indicating malfunction were reported. Symptoms included no reported physical symptoms. Outcomes included self-treatment with oral glucose without need for medical intervention or outside assistance and resolution of the event. Investigation included case review and user interview for recent settings, insulin type, recent device interactions, and event chronology. Investigation of this case revealed no device malfunction or configuration issue, and the event was consistent with insulin overcorrection during early learning by the algorithm after a preceding high glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with expected adaptation-related hypoglycemia without device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.